Event description:
It was reported to boston scientific corporation that a captivator snare was intended to be use during a mucosectomy procedure performed (B)(6) 2026. Prior to the procedure, the snare failed to make contact with the generator and would not deliver energy. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (a090402) captures the reportable event of (device failure to deliver energy).